Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation of the 3.0 x 28mm promus element plus otw stent delivery system fraying on both ends of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. Struts on the first row on the distal end of the stent were flared and misaligned. The struts on the first two rows on the proximal end of the stent were overlapping and were flared. Some of the struts were raised up. This damage is consistent with the stent being partially deployed, however no issues were noted with the profile of the balloon that could have contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip of the device was visually and microscopically examined and no issues were noted. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation of the 3.0 x 28mm promus element plus otw stent delivery system fraying on both ends of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.